Event description:
Patient underwent surgical intervention for multiple stab wounds. During exploration of right lower quadrant wound, a 2-0 vicryl suture with an sh needle was utilized. The suture broke during use. The needle was inspected and noticed to still be wedged onto the suture but the distal 2/3 of the needle was missing. The needle fragment was identified on x- ray at the area of exploration. After an attempt was made to find the needle fragment the surgeon decided the risk of dissecting more tissue to find the needle outweighed the risk of leaving it retained in.